Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the keypad was peeling from the base. The ok and down arrow keypad buttons were intermittently unresponsive. The keypad was removed, and contamination was found under all button contacts. Unrelated to the original complaint, investigation revealed that the battery cap threads were stripped and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.